Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, as the event occurred in 2015. Other: (B)(6) adverse incident report reference no 2019/006/012/401/014; submitted to (B)(6) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during an advantage fit procedure performed on (B)(6) 2012. According to the complainant, the patient experienced pain in 2015. Subsequently, suprapubic excision of left side of the sling was performed on (B)(6) 2019. Additionally, the following actions were taken: abdomen and pelvis CT scan, hip x-ray, ga injection of left side of tape on (B)(6) 2018, and cystoscopy with hydrodistension. Reportedly, the patient had a good improvement with the local anesthetic and steroid injection, and is due for a review six weeks after the mesh excision for result assessment.